Event description:
Same case as 6000089-2007-00206, 6000093-2007-00318, 6000093-2007-00319 and 6000089-2007-00205. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the pt had a "heart attack" and his "stents failed." The pt states he had a heart attack sometime in 2004 and had one taxus express2 drug eluting stent placed, size unk. Then, in 2005, he had another heart attack and had two more taxus express2 stents placed, sizes unk. The pt then had another taxus express2 placed in 2006 because the "stents failed." He then had two more taxus express2 stent placed 2 months later, sizes unk. The pt states that "he doesn't remember a lot of the details about all of the procedures because the details are fuzzy." He also states that "I feel better than I have in a long time, but I still get heavy chest pain or anxiety and blood clots in my arms and legs." Additional info regarding this event has been requested.

Manufacturer narrative:
The delivery device will not be returned and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.